Event description:
The customer reported an unspecified leak and the tube was removed and the pt was recannulated. The tube was discarded.

Manufacturer narrative:
A review of the device history record (DHR) for the lot number provided found 876 pieces (tubes) of the 8lpc tracheostomy tube were released on (B)(6) 2010 and there was no non conforming product in this lot. The tube was discarded. No conclusions can be drawn without the device for investigation. It is not known if the user pre-tested the tube prior to insertion per the manufacturer's direction for use. The manufacturer's directions for use (dfu) states under: pre-insertion cuff and inflation test. Note: refer to table 1 for leak test inflation volumes. Inflation volumes are for test purposes only. Consult the physician or home health care provider for the appropriate inflation volume/pressure when the tube is positioned within the trachea. With shiley cuffed models (lpc, fen) the cuff and inflation system should be tested for leakage before inserting the tube. This test can be performed as follows: inflate the cuff with the volume of air indicated in table 1. Then either observe for deflation over several minutes or immerse the tube in sterile saline and observe for air leakage. Deflate the cuff prior to insertion. The manufacturer's directions for use (dfu) states under: caution: to ease insertion and to guard against cuff perforation from sharp edges of cartilage, the cuff should be tapered back. This can be accomplished by first inflating the cuff. Then gently move the cuff away from the distal tip of the outer cannula towards the swivel neck plate as the residual air is removed by deflation. Do not use any sharp instruments such as forceps or hemostats that would damage the cuff when tapering it. The manufacturer's directions for use (dfu) states under: caution: these cuffed products (lpc, fen) are composed of soft materials to conform to tracheal tissue for performance and pt comfort. Simple precautions in handling of the shiley cuffed tracheostomy tubes during insertion and while in place will facilitate proper function and minimize tears and breaks in the inflation system. Avoid pulling or manipulation of the inflation line, as it is designed to conduct and hold air as part of the cuff inflation system. It is recommended that the inflation line be maintained in a position allowing for pt mobility without placing tension on the line-to-cannula junction. Prevent lint or other particulates from entering the luer valve of the pilot balloon.